Event description:
It was reported that during wound resection surgery saline from a versajet ii exact disposable handpiece 45 degree x 14mm stopped flowing. No patient injury was reported. There was no significant delay and the procedure was finished using a smith & nephew back up.

Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause maybe an obstruction or component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.